Event description:
The patient had a cypher stent implanted in an unknown vessel. Then a second cypher was implanted in an unknown vessel on a later date. Then, approximately six years post index procedure, two endeavor stents were implanted in unknown vessels followed by three additional endeavor stents implanted in unknown vessels twenty one days later. No additional information was provided.

Manufacturer narrative:
Information provided to medical affairs from an MRI tech indicated that a patient may have experienced restenosis after having coronary artery stents implanted. The patient's medical history is unknown. In 2004-u-u, the patient had a cypher stent implanted in an unknown vessel. In 2005-u-u, the patient had a second cypher stent placed in an unknown vessel for an unknown reason. Subsequently on 2010-(B)(6), two endeavor stents were placed in an unknown vessel followed by three additional endeavor stents implanted in unknown vessels on 2010-(B)(6). No other information was provided by the reporter. Because we take a conservative approach to reporting these events will be coded and reported as restenosis. The sterile lot numbers for the devices is unknown therefore device history report reviews could not be conducted. Restenosis is a known potential adverse event associated with implanting coronary artery stents. With the very limited information provided it is not possible to determine what factors may have contributed to the reported events. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00135 and 3003742446-2010-00136.